Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath deflected in both directions when actuating the steering mechanism and deflected in the correct shape with no resistance noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steering issue remains unknown.

Event description:
During the procedure, the curve of the device was not as expected. Another device was inserted via an additional access site to complete the procedure with no adverse consequences to the patient.